Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. An alternate method of insulin therapy was not available. Multiple attempts were made by tandem customer technical support to confirm that customer obtained alternate therapy; however, customer did not respond. There was no adverse impact to the customer¿s blood glucose level.